Event description:
Procedure: gastrectomy. According to the reporter: after stapling with the device the patient lost less than 500 ccs of blood material. The jejunum was pulled outside the cavity and y-leg anastomosis was done. The bleeding occurred and re-anastomosis was done by manual suturing to resolve the issue. No further patient or surgery incident was reported.